Event description:
No additional event information.

Manufacturer narrative:
Product review of the a.t.s. 3000 tourniquet on december 11, 2018 revealed that the main fuse had opened due to capacitor c8 in the power supply circuit shorting out. The battery was out of date and the foot pads were degraded. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on december 11, 2018 which included replacement of the main printed circuit board (pcb), battery, main fuses and foot pads. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the main fuse had opened due to capacitor c8 in the power supply circuit shorting out. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the main fuse had opened due to capacitor c8 in the power supply circuit shorting out. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the device had electric smell. There was no harm reported and the event did not occur during surgery. No adverse events have been reported as a result of this malfunction.